Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Corrected h6 code: medical device problem code.

Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6).

Event description:
It was reported that the patient¿s therapy strength was decreasing on its own following a fall. Diagnostics revealed high impedances. A fracture was confirmed via x-ray. Patient has adequate therapy with the other lead.

Event description:
Additional information received indicates that surgical intervention took place wherein the lead was explanted and replaced with a new lead to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
The report event of auto reducing was confirmed. As received, visual inspection showed the returned lead found a kink on the outer tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.